Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. On row 3 one strut was raised distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the hypotube shaft. Attempts to insert a 0.015 inch product mandrel through the tip were unsuccessful due to solidified blood present within the entire length of the lumen. However, a 0.015 inch product mandrel was inserted through the lumen from the port area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties were encountered. The severely tortuous lesion was located in the middle left anterior descending (lad) artery. The 2.5x24mm promus element stent delivery system (sds) was advanced to the lesion but did not cross. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as stable. However, the device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.